Event description:
During a pvi atrial fibrillation (af) and cti atrial flutter procedure (afl), communication issues with the amplifier resulted in the cancellation of the procedure. It was noted that the tactisys quartz was flashing green and red on the reset button. It was suspected there was an issue with the connection port on the ensite x amplifier. The pvi af portion of the procedure was completed successfully using pfa. The cti afl portion of the procedure was postponed. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. Additional information received confirmed that this is a duplicate event. This has been reported previously in manufacturing reference (B)(4). Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical open to the ablation channels between the ampere connect port assembly and the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
Additional information received confirmed that this is a duplicate event. This has been reported previously in manufacturing reference (B)(4). During a pvi atrial fibrillation (af) and cti atrial flutter procedure (afl), communication issues with the amplifier resulted in the cancellation of the procedure. It was noted that the tactisys quartz was flashing green and red on the reset button. It was suspected there was an issue with the connection port on the ensite x amplifier. The pvi af portion of the procedure was completed successfully using pfa. The cti afl portion of the procedure was postponed. There were no adverse consequences to the patient.